Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) inserted in a dilator for evaluation. Signs of use in the form of biological material were present on the dilator body. Visual inspection of the swg revealed it was kinked at the corresponding location of the dilator tip. The dilator had a deformed tip around the swg. The tip was warped and folded outward. The j-bend of the swg was intact. Microscopic examination confirmed the damaged dilator tip and that both welds on the swg were present and fully spherical. The kink in the guide wire was located at 334 mm from the proximal weld. The total length of the swg measured 604 mm, which is within specifications of 596-604 mm per swg graphic. The guide wire outer diameter measured 0.811 mm, which is within specifications of 0.788-0.826 mm per swg graphic. The length of the dilator body measured 101 mm, which is within specifications of 95.2-108mm per dilator graphic. The outer diameter of the dilator body measured 2.855 mm which is within specifications of 2.81-2.87 mm per dilator graphic. The inner diameter of the dilator tip was not able to be measured accurately due to the deformation of the tip. The undamaged portion of the guide wire was able to pass through the dilator with minimal resistance. A manual a tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a kinked swg was confirmed by complaint investigation of the returned sample. The dilator tip was found to be damaged which aligns with the device encountering undue force. The guide wire and the dilator met all relevant dimensional and functional testing, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the spring wire guide was found kinked in the package prior to use on a patient. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was found kinked in the package prior to use on a patient. No patient involvement.